Event description:
It was reported the patient was scheduled for a revision for tomorrow. There were no device issues reported and the reason for revision was unknown. Additional information received reported the patients implantable neurostimulator (ins) had over-discharged 3 times, and the patient had not used their ins in over a year. It was reported the manufacturer representative met with the patient 3 weeks ago ((B)(6) 2014) to try physician mode recharges (pmr), but two were tried unsuccessfully to bring the ins out of over-discharge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the overdischarge was patient compliance. It was noted the symptoms the patient experienced was loss of stimulation, and the outcome was the at the patient's ins was replaced and therapy resumed. It was logged that the hospital would not release the device.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).